Event description:
During surgery, the implant broke in the pt's ear. The pt was not injured. The surgery was stopped. The pt waited at the facility while a replacement implant was obtained, and the surgery was completed 3.5 hrs later with no further problems.

Manufacturer narrative:
Findings: the returned implant has a broken shaft from handling. The implant has blood and debris on it, and handling marks on the shaft. The shaft base still attached to the implant head is slightly bent.